Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that a surefire scorpion needle was used for a shoulder scope with rotator cuff repair procedure. The needle broke-off in the rotator cuff tissue upon the fourth pass of the device. The surgeon converted to an open cuff procedure and the broken piece of the needle was then retrieved from the patient. The repair procedure was then completed. Follow-up investigation: procedure was on right shoulder. Surgeon spent approximately 15 minutes trying to retrieve the broken needle tip prior to deciding to switch from arthroscopic to an open procedure. Once the needle tip was retrieved, the surgeon passed the tapes through the cuff with a free needle and completed the speedbridge. The needle and broken piece were discarded in the sharps container.